Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 155 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. Customer stated that they calibrated and just now sensor glucose went down to 60 mg/dl and pump keeps suspending. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 55 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Customer advised to monitor and change sensor if issue persists. The device will not be returned for analysis.